Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia pd cycler set leaked from an unspecified location. This occurred during priming for peritoneal dialysis (pd) therapy. The patient was not yet connected at the time of the event. The patient stated "they noticed solution had leaked from one of the cassette tubing onto the floor and could not specify which tube it was leaking from". There was no report of patient injury or medical intervention associated with this event. No additional information is available.